Event description:
During surgery, a bone screw broke while being inserted into the patient's bone (limb not specified). The bone screw hole had been pre-drilled using a 3.2mm diameter drill. The bone screw was being inserted manually. A portion of the broken screw was left in the patient's bone. No further information available.

Manufacturer narrative:
The returned bone screw was examined by an outside laboratory. The laboratory analysis did not show any microstructural material anomalies in the examined screw. Orthofix design dept. Conducted a mechanical test (measurement of torsional load during insertion) on xcaliber bone screws from the same batch as the returned screw. The test results revealed that the products conform to orthofix design sepecifications. The breakage was attributed to a torsional overload during insertion. The complaint report states that the screw hole was drilled by using a 3.2mm diameter drill. Orthofix instructions leaflet recommends using a 4.8mm diameter drill in bone particularly hard (diaphyseal bone).